Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. The patient reported she has been unable to charge her right ipg for approximately 2 weeks. She stated she has recently lost 15 pounds, and her ipg will communicate with her programmer but not her charger. Follow-up indicated troubleshooting efforts were unable to resolve the issue. Allegedly, the ipg did not appear too deep nor to have migrated on x-ray. The physician plans to revise the ipg site at a later date.